Manufacturer narrative:
Details of complaint: the customer reported that the display screens and remote monitors for the central nurse's station (cns) were black. She believed a user may have kicked the cables causing power loss, but this could not be confirmed. Technical support (ts) had her ensure that all the cables were properly seated. The only light that was lit on the cns tower was an orange led. This meant the cns was in standby mode. Ts had her press the power button on the front of the tower, and the device booted up. No patient harm was reported. Investigation summary: nk tech support guided the customer through reseating the cables and powering the unit back on from standby mode, which restored normal operation. It was believed that a cable had been inadvertently displaced. As such, the root cause has been determined to be use error. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Additional information: b4. Date of this report, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H6. Event problem and evaluation codes, h11. Additional manufacturer narrative.

Event description:
The customer reported that the display screens and remote monitors for the central nurse's station (cns) were black. No patient harm was reported.

Event description:
The customer reported that the display screens and remote monitors for the central nurse's station (cns) were black. No patient harm was reported.

Manufacturer narrative:
The customer reported that the display screens and remote monitors for the central nurse's station (cns) were black. She believed a user may have kicked the cables causing power loss, but this could not be confirmed. Technical support (ts) had her ensure that all the cables were properly seated. The only light that was lit on the cns tower was an orange led. This meant the cns was in standby mode. Ts had her press the power button on the front of the tower, and the device booted up. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 02/04/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 02/12/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 02/19/2026 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, but did not provide the requested information.